Event description:
It was reported that the 6800 sys is "down" and in need of the single board computer (sbc) upgrade. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. The single board computer kit and associated components have been ordered. Associated components include the image processor, hard drive, video controller pcb, sys interface and backplane. It is believed that when the identified components are replaced, the reported problem will be addressed. If any add'l info is rec'd that indicates other issues, they will be reported as required.